Event description:
Can't walk [abasia]. Problems with nervous system [nervous system disorder]. Case description: a consumer reported that his mother, age unspecified, used fixodent adhesive, form/version unk, unspecified frequency, for about thirty years and reported that she has been having a problem with her nervous system for the past year or two and now can not walk. She went to a specialist and the physician told her that the zinc in fixodent caused her to have these problems. Treatment: not specified. The case outcome was unknown. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.